Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-aug-13. It was reported that the surgical consult had been completed but the patient was not scheduled for surgery at the time of report. The cause of the difficulty locating the refill septum was noted to be patient anatomy/pump placement. The bottom part of the pump seemed to be sinking deeper into the patient's abdomen farther than the top of the pump, making the pump sit at an angle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-aug-08 regarding a patient receiving morphine (25mg/ml at 10.742mg/day) and baclofen (1000mcg/ml at 429.7mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that on (B)(6) 2019, the patient was in for a pump refill and the hcp was unable to locate the septum. The dose was decreased 50% at that time. On (B)(6) 2019 the hcp was able to successfully refill the pump and wanted to bring the dose back to the original dose. The programmer was reading a 100% increase. It was noted that the patient had gained weight and was in a wheelchair so it could be difficult to access. It was confirmed that the template was being used during the refill and the appropriate refill kit/needle was used. There was a potential pump depth issue. The hcp scheduled the patient to have a pocket revision consult on an unknown date. No patient symptoms were reported and no further complications were reported or anticipated.